Event description:
It was reported that the 9800 system had no video image displayed and went to maximum technique during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, connection, and fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.